Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the sensor glucose reading vs. Blood glucose reading. Customer was advised to not insert in the thigh. Customer will try a sensor from a different lot and will call back should the problem continue. No additional information provided.